Event description:
At 1642 a heparin 25,000 unit/ 250 ml infusion bag was started on an alaris pump. At 1707 the pump alarmed with an air in line alert. At that time it was identified that 250 mls had infused over 25 minutes. Subsequent review of the pump programming showed that the pump was programmed correctly at a rate of 9.9 ml/hr by the nurse. The patient was given protamine for heparin reversal. Subsequent aptts were 40.7, 83.2, and 64.9 at 1824, 2221, and 0054 respectively. The patient was monitored and reversed with protamine appropriately and did not have an adverse reaction to the heparin infusion. Of note the therapeutic range for this patient was 45 - 70 seconds for them to be anticoagulated. FDA safety report ID # (B)(4).